Event description:
It was reported that the user experienced low glucose with an unclear cause while using the ilet bionic pancreas, and troubleshooting and education were completed; the user treated with oral glucose. Symptoms included hypoglycemia. Outcomes included transient impact with recovery after treatment. Investigation included case review and user interview to assess event details and product use. Investigation of this case revealed no confirmed device malfunction and no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.